Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. No failed battery alarm and no prime or fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shooting out insulin into cannula when priming and more insulin to prime. Customer also reported that insulin pump had rejected new batteries and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.